Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the 10 ml bd¿ pre-filled normal saline syringe, in 10 ml syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history record review did not find any deviations, non-conformances, or out of specification conditions during the production of lot number 807911a. As samples were unavailable for return, one-hundred and twenty retained samples of the same lot number were obtained from the manufacturing facility for investigation. Through visual inspection of the retained samples, no signs of leakage were observed. Based on the investigation results, a definite cause for the reported incident could not be determined. As this is the first occurrence for this defect on lot number 807911a, corrective action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. The risk management documents, fran-pfmea-o3 rev 07 includes the failure mode for leakage. The existing conditions, controls, hazards, and ratings do not require updates at this time. There were no returned samples or photos to evaluate. Root cause could not be determined from the customer verbatim.

Event description:
It was reported with the use of the 10 ml bd pre-filled normal saline syringe, in 10 ml syringe there was an issue with leakage. There was no report of injury or medical intervention.